Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing on the ventricular channel. The patient did not receive any therapy during the over-sensing. No programming changes were made. The patient was in stable condition.